Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 521 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The customer had used up the last of her test strips, so no product is available for return.